Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the patient reported a syncopal episode. The device did not detect any arrhythmia. The physician suspected an episode of undersensing. The patient will present for further diagnostic testing at a later date. The device memory was reviewed by boston scientific technical services (ts) and the engineers and it confirmed normal device behavior. No additional adverse patient effects were reported.